Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter displayed a "not ok" message while testing. Medical affairs specialist (mas) spoke to the pt the next day to confirm and verify the information. In the morning the day before the pt was uable to test her blood glucoe, since the meter displayed a "not ok" message while testing. The patient did not experience any symptoms at the time of event. The pt was able to obtain a reading the night before; however, does not recall the reading. The pt went to the physician's office, since she was unable to obtain a reading and received a reading in the "mid 100's." Physician advised the pt to continue to take her oral medication and did not treat the pt in the office. Customer services discovered the pt had been cleaning the meter with control solution and was using expired test strips. Cleaning the meter incorrectly can damage the meter and using expired test strips can produce false blood glucose readings. Customer service had the pt clean the meter properly; however, after cleaning the meter and doing a check strip test the meter displayed a "not ok" message. Issue was not resolved, customer services sent the pt a replacement meter.